Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure sensor range error. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer stated that the device was swapped out with another ventilator once the proximal pressure sensor range error alarm occurred. The customer requested that a sales representative come out to visit the site. When the sales representative arrived at the customer site, the customer stated that "it was used on a patient with a lot of secretions, and it is speculated that the nurse's technique during suction temporarily applied negative pressure to the proximal line." After the removal of the device from use, it was powered back on and the alarm was not reproducible, so no repair request was made. Due to this, no further work will be completed by philips and the device issue is considered resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).